Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead threshold increased after implant. Repositioning of the lead was attempted but not successful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.